Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot charge.